Event description:
Same case as MDR ID 3005099803-2013-14746. Reportable based on analysis completed on (B)(4) 2013. It was reported that the guide wire unraveled. A gw/038/145 amplatz s.s. Was advanced to the lesion; however, the device started to unravel when a polaris urology stent was placed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed core wire break.

Manufacturer narrative:
Device evaluated by MFR: the wire returned was received separated in two section and unraveled, as part of overall visual revision and the device is severely damaged (the coilwire unraveled and the corewire fractured). All the external outer diameter measurements were taken and all of them met specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: sample 1 presented evidence of tension, torsion and fatigue as mode of wire failure. Sample 2 presented evidence of tension and torsion as mode of wire failure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).